Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
During failure analysis, the proximal set up joint (suj) was put on the system and the error 32101 was not replicated. The unit was then installed on psc fixture test platform (pfpt) machine where it failed the horizontal brake test due to no communication to release brake. A gold acu board was installed, and the unit passed all tests. The old axes controller set up (acu) board was reinstalled and failed brake test again.

Manufacturer narrative:
Based on the claim against the product by the customer noting an error 32101, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse was not able to reproduce the reported issue, but the isi fse replaced the proximal set up joint (suj) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis and is in progress. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported after case completion customer has undocked and one of the universal surgical manipulators (usm) was stuck and could not sterile stow. Error 32101 and other armnet 4 errors were observed in the logs and the caller disabled the usm 4. The isi tse walked the caller through the emergency power off (epo) of the patient side cart (psc) with no change. The caller stated surgeon needs four usms for the next case and will see if another psc was available for the next case. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the initial reporter informed that usm 4 was disabled during the procedure. The procedure was completed robotically using three arms. The system is now working with no errors after the field engineer service.